Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was unable to pass into the aorta from the axillary artery. Multiple attempts were made unsuccessfully. The case was aborted. The patient is stable.